Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to pacing impedances high out of range on the right atrial (ra) lead. Additionally, a signal artifact monitoring (sam) episode was recorded due to oversensing artifact related to the minute ventilation (mv) feature signal. Technical services (ts) reviewed and suspected that there is fracture on the ra lead. A lead revision was recommended. This product remains in service. No adverse patient effects were reported.